Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005704 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing urinary urgency and bowel control issues. Patient's symptoms subsided after turning the stimulation off. As a result, surgical intervention took place on 04 april 2025 wherein patient's entire system was explanted to address the issue. It is unknown which lead caused the issue.